Event description:
It was reported that a patient with a medical history of atrial fibrillation underwent a cardiac ablation procedure using the catheter pscc100 pulseselect. Residue was noted. The catheter was replaced to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event. On (B)(6) 2026: it was later reported that the residue was on the electrodes of the catheter. Replacing the catheter did not resolve the issue, both catheters were noted to have residue.

Manufacturer narrative:
On (B)(6) 2026, 09:05:22, (B)(6): product ID: pscc100, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012783261 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170 degrees (°) rotation in both directions. No anomalies were observed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity test did not reveal any anomalies. Inspection (microscope/x-ray imaging) and testing were performed to verify the integrity of the catheter sub-components. During inspection of the shaft segment, entangled electrode wires were observed. In conclusion, the reported issue (residue) was not confirmed through testing. The catheter failed return inspection due to entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.